Event description:
The customer stated that she was treated in the emergency room for a blood glucose reading of 540 mg/dl. The customer stated that she was released from the hospital, but after returning home her blood glucose levels elevated and she again sought treatment at the emergency room. The reported blood glucose reading at the time of the second event was 489 mg/dl. Troubleshooting was performed and found that the insulin pump was programmed correctly. The prime test passed. A tubing clamp was not available to perform the high pressure test. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.